Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten. No evidence of the intermittent power issue was found in the black box. The pump powered on with the returned battery cap. The returned battery cap was within specifications. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hour and no reboot, loss of power, or call service alarms were duplicated. An intermittent power event was not duplicated during the investigation. The pump case was removed to find no evidence of moisture or loose components. Unrelated to the original complaint, the display was dim and discolored. The audio bolus button cover was torn but responsive to user input. The up arrow keypad button would not spring back when depressed and became hypersensitive. The keypad rubber was torn/punctured at the up and down arrow buttons. The keypad was removed to find the up arrow button contact was damaged/bent. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.